Manufacturer narrative:
(B)(4). Vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 48 hours of extended tests at the customer's settings. The ventilator also passed troubleshooting during the final test, which includes many alarm and ventilation functions.

Event description:
It was reported to vyaire medical that the the unit was delivering a higher amount of tidal volume than expected. There was no report of any patient involvement associated with this reported event.